Manufacturer narrative:
A product investigation was conducted. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot number: 4638030) was received at us cq. Upon visual inspection, the ball and compression spring components are missing. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of missing components. Conclusion: the overall complaint was confirmed for the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot number: 4638030) as the ball and compression spring components are missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part #: 357.402. Synthes lot number: 4638030. Manufacturing site: synthes brandywine. Release to warehouse date: 13-aug-2003. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 24, 2020 the locking bolt measuring device for trochanteric fixation nails was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This is report 1 of 1 for complaint (B)(4).